Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer went to the emergency room and was subsequently hospitalized for a blood glucose of 878 mg/dl and high ketones. Ketone levels were identified as life threatening by health care provider. Customer reported possible acute kidney damage. Customer was given intravenous fluids and insulin. The issue was resolved and no permanent damage. Customer was release 6 hours later on (B)(6) 2021.